Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that they tried to use CT+fluoro for a spine case. The CT scan was soft tissue and the slice thickness was 1 mm. After acquiring the empty image, the lat and ap, it was impossible for them to get a decent image quality in the reconstructed ap and lateral. They tried multiple threshold and the image was not good enough to visualize the anatomy. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the navigation system's settings required changing to accommodate the non-medtronic scanner.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. Correction: other relevant device(s) are: product ID: 9735740 (software version: 1.2.0). Report source selection updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation proved to be inconclusive. Image analysis was conducted and it was noted that attempts had been made to retrieve archive with no additional information made available. If information is provided in the future, a supplemental report will be issued.